Event description:
It was reported that the subject device had an error b30 and no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the u plug (endoscope connector) is not good (deformed) causing the image b30 error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error b30 and no image. The issue occurred during maintenance. There were no reports of patient harm.